Event description:
A surgeon reported that a newly opened knife failed to cut. There was no harm to the pt.

Manufacturer narrative:
Samples have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. (B)(4).